Manufacturer narrative:
Device details unavailable at the time of this report, this report is filed on october 25, 2016. Registration number 3009092818 exemption number e2016011. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth and swelling at implant site, however the issue could not be resolved; subsequently the patient was treated with oral and topical antibiotics (date and duration not reported). The implanted device remains.